Manufacturer narrative:
1038671-2023-02012.

Event description:
As reported via legal documentation, a patient had right hip replacement surgery on (B)(6) 2016. They underwent right hip revision surgery on (B)(6) 2022, approximately 6 years post primary procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.